Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump was received with scratches on the lcd window.

Event description:
Territory manager reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Territory manager advised the patient went through 12 no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.